Event description:
During an implant attempt of the subject device, it was reported that the physician could not introduce the lead into the pacemaker port. The physician also attempted to use an adapter, unsuccessfully, due to a "strong obstacle". Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.